Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Service evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. This evaluation confirms the customer¿s account of possible sparking and burnt smell from the tip membrane during treatment. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns or other events. No patient injury was noticed during treatment. The datacard was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. Investigation found glowing or spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. This event was mostly caused by the damage to the tip. It is uncertain where damage to treatment tip occurred, treatment tips are inspected during manufacturing for any defects.

Manufacturer narrative:
The product has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that while performing a thermage treatment the tip made a spark. It was reported there was a burning smell. Distributor provided a photo of the treatment tip and stated there is burn on the radio frequency line of the tip. The treatment was completed by using another tip. There was no patient injury or impact.